Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2023, a patient contact reported to customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired at the beginning of a pd treatment due to orthostatic hypotension. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired on (B)(6) 2023 at home due to complications with orthostatic hypotension and other cardiac disease. It was affirmed that the patient initially experienced symptoms of hypotension and lost consciousness while connected to the liberty select cycler; however, the patient was pronounced deceased by a coroner in his home after he was disconnected from his cycler. It was explained that the patient¿s health was in rapid decline in the past two months due to cardiac comorbidities and he was planning to start palliative care and potentially hospice. The patient expired prior to the start of palliative care but was also becoming less compliant with his pd prescription. It was confirmed the patient¿s death due to complications with orthostatic hypotension and other cardiac disease was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023, a patient contact reported to customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired at the beginning of a pd treatment due to orthostatic hypotension. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired on (B)(6) 2023 at home due to complications with orthostatic hypotension and other cardiac disease. It was affirmed that the patient initially experienced symptoms of hypotension and lost consciousness while connected to the liberty select cycler; however, the patient was pronounced deceased by a coroner in his home after he was disconnected from his cycler. It was explained that the patient¿s health was in rapid decline in the past two months due to cardiac comorbidities and he was planning to start palliative care and potentially hospice. The patient expired prior to the start of palliative care but was also becoming less compliant with his pd prescription. It was confirmed the patient¿s death due to complications with orthostatic hypotension and other cardiac disease was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
On (B)(6) 2023, a patient contact reported to customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired at the beginning of a pd treatment due to orthostatic hypotension. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired on (B)(6) 2023 at home due to complications with orthostatic hypotension and other cardiac disease. It was affirmed that the patient initially experienced symptoms of hypotension and lost consciousness while connected to the liberty select cycler; however, the patient was pronounced deceased by a coroner in his home after he was disconnected from his cycler. It was explained that the patient¿s health was in rapid decline in the past two months due to cardiac comorbidities and he was planning to start palliative care and potentially hospice. The patient expired prior to the start of palliative care but was also becoming less compliant with his pd prescription. It was confirmed the patient¿s death due to complications with orthostatic hypotension and other cardiac disease was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between pd therapy utilizing the liberty select cycler and the patient¿s death. The cause of the patient¿s death can be attributed to complications involving orthostatic hypotension as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.